Event description:
The customer reported that while the unit was in use on a pt, the unit's display intermittently went black when the unit was unplugged from the electrical outlet. The pt was switched to another unit and therapy was continued. No pt injury was reported.